Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen was shattered and became unresponsive, and the user did not know how the damage occurred; a replacement was arranged with overnight shipping and the user acknowledged return of the original device using a provided label. Symptoms included no adverse health effects. Outcomes included interruption of device usability requiring replacement and a restart of setup on the new device, with the user continuing glucose monitoring via dexcom. Investigation included a review of the reported physical damage and operational status based on user report. Investigation of this case revealed external physical damage to the display assembly resulting in loss of touchscreen function, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external forces unrelated to device manufacturing or design.